Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small clip applier instrument and completed the device evaluation. The instrument was analyzed and found to have cracked clamping pulley on input axis #7 (grip). The crack resulted in loss of tension of the corresponding grip cable. Additionally, the instrument was found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the horizon small clip applier had a loose conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: loose cable was correct, but not the conductor wire. The issue was related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was related to unexpected motion of clip applier while attempting to clip (e.g. The instrument¿s jaw swayed to the side). The issue occurred after insertion of instrument. The type of clips used were small. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. It was the first application where the issue occurred.